Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure while implanting the atrial lead, it was noted that the newly implanted left ventricular lv lead dislodged. The physician attempted to implant the lv lead a second time, but the lead failed to disconnect from the catheter. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.